Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After cardiopulmonary bypass procedure, the user reported the central control monitor was slow to change tabs and observed a network 1 failure message. Since this occurred after cardiopulmonary, there were no pt involvement during this event.